Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: item # unknown, unknown inserter, lot # unknown.

Event description:
It was reported that during an initial hip procedure, the surgical team could not get the cup to engage with any of the inserters. The customer alleged a deficiency in the threads on the cup as a new cup was opened to complete the surgery with no additional issues identified. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event is could not be confirmed as visual examination showed no damage to the outside or inside of the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.